Manufacturer narrative:
The customer reported problem was confirmed. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Case #: (B)(4). Case subject: npi 8100 error 211.2000. Account name: (B)(6). Asset name: lvp v7.2 commercial release. Contact: (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receiving error 211.2000, on 8100 s/n (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receiving error 211.2000, on 8100 s/n (B)(4). At powering on the device. Explained to customer the problematic error relating to the keypad. Customer to repair/replace the keypad to isolate problem fault. If they are experiencing any further issues, they will call back. End call.